Event description:
A digoxin (dign) result incorrectly printed out as saly. The printout said "saly 0.4 ng/ml". When the sample was recalled on the instrument's display, the result read correctly as dign ("dign 0.4 ng/ml"). Patient treatment was not affected; the result was not reported incorrectly.

Manufacturer narrative:
The sample ID, rack/position, and run date/time matched for the printout and recall display. A field service engineer (fse) was dispatched: per the fse, the event occurred after the instrument's console was replaced. When the new console was installed, the fse used an old parameter backup disk to re-install the lab's configuration. The fse re-installed software onto the console, and added the lab's configuration manually and the problem was resolved. Upon recur; treatment could be impacted based upon a result reported as a different test. Per software development, the root cause is unknown. A malfunction will be assumed for the purpose of this report.